Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced for unknown reasons. No patient complications were reported in relation to this event.

Event description:
It was further reported the patient had his spectra penile prosthesis removed and replaced due to infection.